Event description:
Customer initially called in to get assistance with programming the meter ID into the insulin pump. During the call, the customer reported that he was hospitalized. Blood glucose value at the time of the 911 call was 27 mg/dl. Customer stated that he had a small stroke because his sodium level had dropped. Customer stated that because of that, his blood glucose went low. The paramedics removed the insulin pump when they arrived at the scene. The customer was treated with sodium IV and after 2 days he got back on insulin pump therapy and was released when stable on (B)(6) 2015. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.